Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an error ucc.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an error ucc. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. Additional fields: e1(event site postal code: (B)(6). It was reported that cardiosave intra-aortic baloon pump (iabp) had power-up test fails # 14 (prior compressor failure etf). There was no patient involvement. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the pcba executive processor to resolve the issue. Unit correct functional check and test.

Event description:
N/a.